Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on an unknown sample. The customer reported that they bought a at home testing kits for covid and both the results showed negative after following all of the steps. The customer reported that they went to walgreens and cvs the same day and received positive test result a at both locations. No additional patient information, including treatment and outcome, was provided.